Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming error 46822. The patient was on vancomycin continuous infusion so she had missed out on approximately 8 hours or so of dosing. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming error code 46822 is a programming error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6) corrected data: health effects - clinical signs and symptoms or conditions corrected.